Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that failed an accuracy test for over infusion. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: during product eval, the condition of a pump with a failed accuracy test for over infusion was confirmed during product eval. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.